Manufacturer narrative:
The device will not be returned as it was discarded at the hospital due to infection. The complaint cannot be confirmed without the completion of a product evaluation. The DHR could not be completed as no serial number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of the 12tlw803f fogarty catheter did not deflate at the time of the catheter removal. An additional incision was performed to remove the catheter. Patient demographics were requested but unavailable. There were no patient complications reported.